Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, in (B)(6) 2009, the patient presented with discomfort and a feeling of a lump around the implant. The patient also suffered stress urinary incontinence. The physician reported that upon examination, the sling was in the proper position. No additional patient complications were reported. All other information is unknown and unavailable.